Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: na, batch: 32546129.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence at the implant site approximately a month after being implanted. The patient underwent an explant procedure to remove the entire system. The patient did well postoperatively.